Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor and blood glucose readings were not within an acceptable range. Her sensor glucose reading was 400 mg/dl but her blood glucose level was 150 mg/dl. The insulin pump went into threshold suspend when her blood glucose level was 54 mg/dl. However, her actual blood glucose level was 180 mg/dl. She had issues calibrating and her previous sensors were bent. The product was not returned. Nothing further to report.